Event description:
The clinician reported 7 months after the dental implant was placed in ada site 4 in the mouth, the implant had achieved primary stability but not osseointegration in type ii bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
The complaint was received by manufacturer and, after analysis, newinformations were obtained. A follow-up is being sent to correct theseinformations according to the evaluation made.after the evaluation was noticed that the item received is differentfrom the item reported. Therefore, the item was corrected and the lotnumber was not considered. The investigation of the complaint wascarried out considering the analysis of the information given by thedentist in the guarantee form and visual conference of the productreturned by the dentist.

Manufacturer narrative:
Exemption number: e2015015. (B)(4). The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Event description:
The clinician reported 7 months after the dental implant was placed in ada site 4 in the mouth, the implant had achieved primary stability but not osseointegration in type ii bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported 7 months after the dental implant was placed in ada site 4 in the mouth, the implant had achieved primary stability but not osseointegration in type ii bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.